Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported failed downstream occlusion test at 5-6psi (pounds per square inch) was not reproduced. The device was found passing downstream occlusion testing. Evaluation ran the device at 400ml/hr for five minutes and found no issue. A review of the event history log revealed downstream occlusion alarms. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump failed the downstream occlusion test, alarmed downstream occlusion at 5-6 psi (pounds per square inch) during testing at the biomedical service department. There was no patient involvement. No additional information is available.